Event description:
It was reported that the patient had five inappropriate shocks less than a week post implant due to t-wave oversensing. The device was programmed off. The doctor will address this event by starting the patient on medication. If this does not work, the system may be replaced trans-venous system. Later, the entire system was explanted and replaced with a trans-venous system. There were no additional adverse patient effects.